Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with the ID now covid-19 assay. The customer stated there was a clinical suspicion for a positive for covid-19. No information was provided regarding date/time of testing, swab and sample type, or repeat testing. Confirmation testing was not available at the time of the report. No patient information, including symptoms, treatment, and outcome, was provided. Attempts to gain further information were not successful. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Additional information received from the customer provided details regarding the presumed false negative result with the ID now covid-19 testing performed 02 november 2020. A direct tested kitted swab was tested with the ID now covid-19 assay. The nasal swab was used to swab both nostrils, as directed per the product insert. No repeat testing was performed. Although recommended, no confirmation testing was performed. The impact and outcome of the ID now covid-19 assay results to the patient were unknown. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1005752 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1005752 and test base part number 190-430 / lot 1005752 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1005752 showed that the complaint rate is 0.002%. Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.